Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a pericardial effusion requiring intervention. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips (xtw and nt) were deployed on the mitral valve without issues, reducing mr to a grade of <1. However, shortly after the procedure, the patients blood pressure dropped and a pericardial effusion (pe) was observed. For treatment, pericardiocentesis was performed. The physician suspected that one of the implanted clips potentially caused the pe but was unable to determine which device. There was no clinically significant delay in the procedure and no adverse patient sequela.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported pericardial effusion (pe) could not be determined. The reported hypotension is a cascading effect of the reported pe. The reported effect of pe and hypotension are listed in the IFU are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.